Event description:
It was reported that on (B)(6), a mammography procedure was performed and the c-arm moved on its own until it slightly exceeded 180°. A field engineer examined the devices and found that the rotary switch had a faulty contact and triggered a c-arm rotation. The field engineer replaced the switch and tested the functionality. The system is functioning properly and meets all manufacturer specifications. No injury was reported.